Event description:
This lead was implanted on (B)(6) 2013 and remains implanted up to this date. A report on(B)(6) 2013 states that placement of this lead was very difficult. This lead had very poor sensing and was dislodged in greater than 10 positions. The physician was dr. (B)(6) at (B)(6) medical center at the (B)(6) university in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).